Event description:
Event description guidant received information that the monitoring voltage on this implantable cardioverter defibrillator (ICD) was noted to be out-of-range. It was stated that the device was cold.